Event description:
It was reported that during implant attempt, the stylet was stuck inside the lead. The lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned, analyzed and the stylet was stuck in the lead distal coil. It was noted that the proximal conductor was stretched, the inner tubing was kinked/buckled, the lead appeared damaged at implant, and the lead was stretched.